Event description:
Per the clinic, the patient experienced magnet dislodgement during an MRI (date not reported). Surgery to reposition the magnet was completed on (B)(6) 2015. Following the surgery, the patient experienced a loss of connection to the internal device; however, the issue could not be resolved. The implanted device remains.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2015. The patient was reimplanted with another manufacturer's device during the same surgery. This report is filed (B)(4) 2015. Device not received by manufacturer.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
The report is filed (B)(6) 2015.